Event description:
Clinic notes dated (B)(6), 2014 were received which indicated that the patient has been having recurrent seizures and that the vns battery is ¿decreased¿. The patient was referred for generator replacement. The physician later reported that the patient¿s vns is near end of service and that it will be replaced. The interventions taken due to the patient¿s increase in seizures were a referral to an epilepsy clinic, changed medications, and referred for generator replacement. No further information was provided regarding the patient¿s increase in seizures. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014. Good faith attempts for product return were unsuccessful.